Event description:
During an atrial fibrillation ablation a polarx catheter was selected for use. During the fourth freeze of the right superior pulmonary vein (rspv), there was a loss of phrenic nerve capture. Consequently, the freeze was halted. At the end of the procedure, the phrenic nerve could not be recaptured. The device is expected to be returned for analysis.

Manufacturer narrative:
The polarx catheter was returned to boston scientific and underwent visual inspect and test ablations with a known good system. Overall, testing did not find any defects or evidence that the device malfunctioned in a way that could have caused or contributed to the event. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The polarx's instructions for use state "cryoablations may cause collateral phrenic nerve injury." There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.

Event description:
During an atrial fibrillation ablation, a polarx catheter was selected for use. During the fourth freeze of the right superior pulmonary vein (rspv), there was a loss of phrenic nerve capture. Consequently, the freeze was halted. At the end of the procedure, the phrenic nerve could not be recaptured. The device is expected to be returned for analysis.